Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up successfully. Upon remote troubleshooting, the rse found issue with the suite pc and suggested an onsite service to reload the sw on the suite pc. To resolve the reported issue, the fse visited onsite and reloaded the software to the suite pc, loaded the backup and the vpn. After reinstallation of software and necessary configuration, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was stuck in a boot loop the philips screen. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.